Event description:
It was reported there were situations where the operating room lights had affected the impedance. It was noted there was one operating room that constantly had issues with the impedance values because of the environment, the lights.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead, product ID: 8840, serial# unknown, product type: programmer. (B)(4).